Event description:
The distributor fse observed a smoke smell on (B)(6) 2024, and observed a fire originating from a wall socket while connected to the alinity m system list number (ln) 08n53-02, serial number (sn) (B)(6) installed at a customer site in lilongwe, malawi. No evidence of damage from the overheating was observed beyond the alinity m power cable. There was no damage to the alinity m system. No injuries occurred.

Manufacturer narrative:
A comprehensive complaint investigation was performed and did not identify a product deficiency. Alinity m instrument, sn (B)(6) performed as designed, per safety standard iec/en 61010-1, the damage to the alinity m power cable, was isolated to the cable and self-extinguished., clause 9 of safety standard iec/en 61010-1, protection against of the spread of fire, was met. The nc/CAPA search did not identify any quality records from the last 2 years of the entered date of the complaint under investigation. The complaint history review showed the complaint under investigation was the only complaint identified from the last two (2) years, as related to a fire originating from the wall socket connected to the alinity m system, list number (ln) 08n53-02. Complaint trending did not identify a trend violation the service history review for alinity m system (ln 08n53-02, sn (B)(6)) did not find any prior service tickets related to the issue under investigation. Review of the alinity m system operations manual verified that the alinity m instrument ln 08n53-02 complies with u.s, canadian, and european safety standards.